Event description:
(B)(6) 2014 - no injury alleged. Malfunction alleged. Provider states the unit is getting a 5 flash error code indicating the left motor gearbox issue. Provider states he did further troubleshooting to ensure this is the side that needs replaced. Provider states anytime the consumer would go over a threshold the chair would stop and go into the error code. No additional information provided.